Event description:
The customer reported a 'no value' luteinizing hormone (lh) calibration, quality control (qc), and patient results involving access 2 immunoassay system. During troubleshooting, it was determined the customer had loaded the lh reagent pack in the incorrect compartment on the reagent carousel. Beckman coulter, inc. Customer technical service (cts) guided the customer through correcting the issue. The customer stated patient results were not released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event.

Manufacturer narrative:
Service was not dispatched as the customer did not question system performance.